Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when performing the catheterization, the bent guide is observed." There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). The customer reported a kinked guidewire associated with an arterial catheterization set. One photograph was provided for evaluation. Visual inspection of the customer-supplied image did not confirm the reported issue. The image showed the catheterization set and packaging with no visible damage, and no kinks were observed on the exposed portion of the guidewire. A complete visual inspection could not be performed because the device was not returned. Dimensional and functional testing could not be conducted due to the absence of a returned sample. No additional testing was performed. A review of the device history record was conducted, and no relevant manufacturing or quality issues were identified. Based on the available information, the reported event could not be confirmed and the root cause can not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when performing the catheterization, the bent guide is observed." There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown.